Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular lead exhibited an increase in pacing thresholds. Further analysis using fluoroscopy showed that the lead had perforated the heart wall. No additional adverse patient effects were reported.